Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the rv lead was capped and replaced due to t wave oversensing. No patient complications were reported.